Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 165 mg/dl. Customer reported the insulin pump had been dropped but did not have any damage. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.